Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2202-45, serial/lot: (B)(4), description: dbs directional lead sterile kit 45cm. Model: db-4600c, serial/lot: (B)(4), description: suretek burr hole cover kit. Model: nm-3138-55, seral/lot: (B)(4), description: 55cm 8 contact extension.

Event description:
It was reported that the patient had headaches and cognitive issues along with tenderness over the incision extension wires. The patient was then admitted into the hospital and had a brain magnetic resonance imaging (MRI). The MRI showed no signs of deep infection, however a hematoma was present. Cultures were also taken. The cultures showed infection. The physician then performed an irrigation and debridement of the wound infection with removal of the entire dbs system. They physician noted pus in the dermal stitches and in the ipg pocket site. A small amount of pus was also seen at the retroauricular and bifrontal incisions. The patient was discharged from the hospital and has recovered.